Manufacturer narrative:
Investigation summary: customer returned (1) open 4mm, 32g pen needle with the shelf carton from lot # 8346604. Customer states that insulin would not flow. The returned pen needle was examined and exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula) root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that needle clog occurred during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "hi. My husband and I have been using your bd nano pro ultra-fine pen needles for years now and have never had an issue with your product until now. In the last few months we have noticed that some of your needles are unable to deliver insulin through the needle, they seem to be completely blocked. I believe that if I tell you of this problem you can look into it and possibly rectify the problem. Two faithful customers." Consumer stated: she and her husband share boxes of pen needles but, she had the issue. When priming, insulin would not flow.